Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed a leak from the blood pump segment. The specific defect that allowed the leakage was not visible in the photos. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the set damage was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st60 set has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from a ¿rupture of the pump segment¿ of a prismaflex st60 set. This occurred 43 hours after the start of continuous renal replacement therapy in the pediatric intensive care unit. The volume of blood loss was unknown. There was no report of medical intervention associated with this event. No additional information is available.